Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope (and related reprocessing accessories)" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had a bad angle, (malfunction). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was reproduced. During the evaluation it was found that the nozzle has foreign objects due to insufficient cleaning. Additional findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a crack, the connecting tube, the plastic distal end cover, the objective lens, the protector of universal cord on scope connector side, the scope connector cover unit, the lock engagement lever, the free/engage knob, the up/down knob, the right/left knob, the switch2, the switch box, the scope cover, the scope connector, the grip, the control unit, all have a scratch, the connecting tube has a dent, the adhesive around objective lens is peeled, the paint on suction cylinder, paint on air/water cylinder both was peeled, the scope connector, the control unit both has discoloration, the universal cord has a wrinkle, the connecting tube has a wrinkle, and due to adhesive peeling around objective lens, streak of flare appears in the image. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: it is unknown if any of the pre-cleaning steps were performed by the customer. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.